Event description:
It was reported that the lag screw hole has a smaller diameter than the lag screw. It was alleged that the screw could not pass through successfully. It was reported that a replacement was used.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. The subject device is not cleared for sale in the us, but a similar device is commercially available in the us.